Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus hong kong (ohc) (returned to ohc on (B)(6) 2022). The evaluation at ohc confirmed the occurrence of green image and traced it back to a defective r-unit and cable assembly. Thus, the reported incident was attributed to component failure. The reported occurrence of a purple image could not be reproduced. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure, the video telescope displayed a purple image. No further information was provided but there was no report about an adverse event or patient injury.